Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead were capped. In addition, the tip of the leads were retained in the heart following the procedure. The physician fractured the leads in an attempt to extract them. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead were capped. In addition, the tip of the leads were retained in the heart following the procedure. The physician fractured the leads in an attempt to extract them. Multiple attempts were made to get all parts of the lead, but were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: describe event or problem, f10: device codes and h6: device codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the pacemaker was explanted while the right ventricular (rv) lead and right atrial (ra) lead were capped. In addition, the tip of the leads were retained in the heart following the procedure. The physician fractured the leads in an attempt to extract them. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: describe event or problem, f10: device codes and h6: device codes.